Event description:
It was reported that during a radical protocolectomy procedure, the device broke on the 4th firing. The jaws would not open. It was closed on tissue. It is unknown how it was opened /removed from the tissue. A new device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.